Event description:
A parent of the patient reported the patient was implanted the day prior to the call, and came home and burned, stung, and was shocked all night on (B)(6). The caller noted the patient was being shocked on (B)(6). The patient was having a jolting sensation. The stimulation was decreased from 1.0 to 0.1 and this eliminated the uncomfortable stimulation. It was noted the patient was much more comfortable. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.